Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned with solution and optic damage. Results from the product history record review indicated the products met release criteria. The root cause could not be determined for the reported complaint of ¿patient could see rings on the implant¿. Lens damage was observed. While we are unable to determine the root cause of the lens damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Event description:
A customer reported an intraocular lens (iol) was exchanged in a secondary procedure due to the patient being able to see the rings on the lens. Additional information was requested.